Event description:
Related manufacturer reference numbers: 2017865-2022-05963. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited high capture threshold and no capture. The pacemaker also exhibited premature battery depletion due to high drainage from the lead. The pacemaker and the atrial lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported events of high capture threshold and no capture were confirmed. A full lead was returned in one piece for analysis. Final analysis found two external insulation abrasions breaching the outer insulation and exposing the outer coil, at 10.7 cm to 10.9 cm and 11.1 cm to 11.3 cm from the connector pin, due to friction to the device can located proximal from the suture tie impression. The cause was isolated to the exposure of the outer coil in the abrasion zones.